Event description:
The article, "prognostic impact of qualitative and quantitative mitral valve calcification in transapical transcatheter mitral valve replacement: a sub-analysis of the tender registry", was reviewed. This research article is a retrospective multicenter experience to evaluate short- to intermediate-term outcomes after transapical transcatheter mitral valve replacement (tmvr) using the tendyne valve in patients with mitral annular calcification (mac), including off-label use in severe mac. The device included in the study was tendyne,. The article concluded that valve-in-mac using the tendyne valve system is safe, technically feasible, and associated with satisfying hemodynamic and clinical outcomes, irrespective of mac morphology. [The primary and corresponding author was liliane zillner, department of cardiac and thoracic aortic surgery, medical university of vienna, 1090 vienna, austria, with corresponding e-mail: liliane.zillner@meduniwien.ac.at.] This study included patients with mac undergoing tmvr from 01 january 2020 to 30 june 2022. A total of 53 patients were included in the study, all of which received an abbott device. The average age of the mild mitral annular calcification group was 76 years. The average age of the moderate mitral annular calcification group was 77 years. The average age of the severe mitral annular calcification group was 79 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, atrial flutter, and coronary artery disease.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.